Manufacturer narrative:
The returned pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed. The analysis revealed no indication of a pacemaker malfunction. However, loss of capture was automatically detected by the device on (B)(6) 2023, at 10:30 pm which resulted in a ventricular output adjustment to 4.2 v. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, a sensing test was performed. Thereby the pacemaker sensed the attached heart signals free of noise, proving the sensing functions to be as expected. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Device was explanted due to no pacing after patient was externally defibrillated. Patient had multiple episodes of vt and vf the evening after implant. External defib shock was administered and doctor said device was not pacing afterward. Should additional information be received, this file will be updated.